Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject catheter broke inside the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information available.

Event description:
It was reported that during the procedure the subject catheter broke inside the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information available. Update based on the additional information received 09 apr 2024: it was reported that during coiling procedure the subject catheter broke inside the patient's anatomy while being retracted out of the long sheath. The subject catheter was removed from patient's anatomy and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information available.

Manufacturer narrative:
B5 executive summary - updated h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspections the catheter was returned in two fragments 35.4cm (proximal) and 112.2cm (distal). The catheter shaft was seen to be kinked towards the distal end of the distal segment. The catheter shaft was seen to be flat 1.6cm at the proximal end of the distal fragment. There was no damage noted to the hub or tip of the catheter. During functional inspection it was impossible to advance the subject device though the guide catheter due to the condition of the retuned device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there was no damage noted to the packaging prior to opening the packaging. The customer indicated that the device was in good condition prior to use. It is unknown how tortuous was the patient¿s anatomy was. The issue was noticed while retracting the microcatheter out of the long sheath, the proximal end of the microcatheter was in the hub of the long sheath. The microcatheter would not have left the manufacturing process in the returned condition due to the controls in place in the manufacturing process. Coiling with micrusframe was delivered though the subject microcatheter prior to the event. It is unclear from the event description what internal diameter (ID) guide catheter was used during the procedure, the microcatheter dfu recommends the use of a 0.038" ID guide catheter, the long sheath ID is 0.091". The catheter shaft was returned in two parts, 35.4cm (proximal) and 112.2cm (distal). The catheter distal section was seen to be kinked and flattened. The catheter shaft may have become fractured due to some anatomical or procedural factors during the procedure. The reported event 'catheter shaft broken/fractured during use' as well as the analyzed events 'catheter shaft broken/fractured during use', 'catheter shaft kinked/bend' and 'catheter shaft flat/crushed' will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.